Event description:
During preventative maintenance of the device, the field service rep reported that the battery back-up was not working. Since the event occurred during preventative maintenance, there was no pt involvement during this event.